Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E 1. Initial reporter facility name (cont.): (B)(6). E 1. Initial reporter address line 1 (cont.): (B)(6). E 1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air leakage was found at the side port with three-way stopcock of the device. It was reported that during the surgery, air leakage was found at the side port with three-way stopcock of the device. Saline aspiration from the side port was very difficult. The sheath was replaced with another one to complete the procedure. There was no adverse event reported on patient.

Manufacturer narrative:
Initially, it was reported that an air leakage was found at the side port with three-way stopcock of the device. The biosense webster, inc. Product analysis lab received the device and observed on (B)(6) 2024 that there was water leakage in the union between the hub and side port tube. The air leakage on the side port issue remains assessed as MDR reportable. The additional finding of the broken side port was also assessed as MDR reportable. The awareness date is 23-jan-2024. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. An irrigation test was preformed and during the analysis, water leakage was observed in the union between the hub and side port tube. For this type of failure mode, an external manufacturing investigation was requested, and it was concluded that the channel in the adhesive at the hub to stopcock connection is the cause of the leak. A device history record was performed for the finished device 00002355 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. An internal corrective action has been opened to further investigate the issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).